Manufacturer narrative:
The devices were not available; therefore, product testing on these actual devices could not be performed. The device identifiers were not provided; therefore, the device history records and complaint history records for this device lot number could not be reviewed. Iris touch and pas are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4). Please reference 2032546-2019-00037 for the patient's right eye.

Event description:
It was reported that following uneventful bilateral trabecular micro bypass stent procedures, the surgeon noted that the stent was touching the iris (ou). Additionally, the surgeon observed peripheral anterior synechia (pas) around the stent (ou) without stent occlusion or increase in iop. The stents remain implanted without patient injury. The surgeon could not confirm the causal relationship between the stent and the reported event. Additional information was not available for this reported event. This report references patient's left eye.